Event description:
Hill-rom rec'd a written communication from a customer in (B)(6) through a distributor that alleges (3) events have occurred in the past using hill-rom's quick release hook accessory. In these events the customer alleges the quick release hook was damaged and this damage contributed to the slingbar accessory detaching from the lift. Hill-rom is filing three (3) separate medical device reports to document these events. In this event pt was dropped on the floor. There was no alleged injury due to this event. MFR ref # 8030916-2014-00031.